Event description:
During treatment with cosmoderm, the needle disengaged and product spilled. There was no injury to the pt or to the injector. An incomplete lot number was provided by the physician.

Manufacturer narrative:
Medwatch sent to FDA on 30/nov/07.